Event description:
Additional information received reported that impedance issues were visualized with interrogation off the original lead. The patient had slipped and fallen on her porch and indicated that she was getting shocked post fall. After several 're-programming sessions' the patient continued to experience poor results and a decision to replace the lead was made by the surgeon and patient. Post revision the patient returned to good results and no longer experienced the shocking sensation.

Manufacturer narrative:
Product ID 3093-28 lot# v867752 serial# implanted: (B)(6) 2012 explanted:; product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted:; product typ programmer. (B)(4).

Manufacturer narrative:
Lead model 3093-28, lot# v840219, implanted: 2011-(B)(6), explanted: 2012-(B)(6).

Event description:
It was reported that the patient experienced shocking in the rectum. The patient had lead revision surgery approximately one month ago due to shocking in the pocket. The patient fell hard and x-rays indicated that the lead had moved. Additional information has been requested, but was not available as of the date of this report.